Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient was advised to reset the receiver and would switch to new receiver if issue did not resolve. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).